Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the freestyle libre sensor. The customer reported unspecified lower scan readings, with symptoms of weakness and fatigue. The customer was admitted to the hospital where a healthcare meter result of 278 mg/dl was obtained, and the customer was diagnosed with dka (diabetic ketoacidosis). The customer was put on insulin drip for treatment. Customer provided comparison of 147 mg/dl sensor against 180 mg/dl healthcare meter, taken several days after medical event. There was no report of death or permanent injury associated with this event.